Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with button. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Same case as MFR report#: 2134265-2010-04520, 2134265-2010-04522. It was reported that during a percutaneous coronary intervention, a vessel occlusion occurred. The patient presented with a myocardial infarction and vast disease of the left anterior descending artery (lad). The patient was not a surgical candidate. Three lesions were located in the lad that almost continuously covered the vessel. The lesions in the lad were 99% stenosed and in a small, severely tortuous and severely calcified lad that was almost totally occluded and had minimal flow. The patient was treated with heparin and angiomax. A non bsc wire was advanced to the lesion. A 1.5x15mm apex push balloon was advanced to the lesion, and crossed the first lesion, but could not reach the second or third. An iq wire was placed in the marginal branch artery as a buddy wire to assist in the delivery of a 1.5x15mm apex flex balloon, but the balloon could not cross the lesion. A third wire, a non bsc device, was placed into the lad as a second buddy wire, but the apex flex failed again to cross the lesion. Under flouro a clot was noted in the proximal lad. All devices were removed and a medium to large clot was noted on one of the non bsc wires. Under angio, a clot was still seen in the lad. The patient was confirmed to be properly anti-coagulated several times throughout the case. The patient was placed on integrilin and a balloon pump was placed. After 35 minutes the clot had begun to resolve and the patient was treated again with integrilin. No further medical intervention was performed. The physician commented that she thought the number of devices in the artery without the treatment of integrilin further reduced the flow of the vessel, causing an occlusion and resulting clot. No further patient complications occurred. The patient has been discharged and patient status is reported as stable.